Event description:
Additional reprogramming was performed on the device to resolve the event.

Event description:
Additional information was received that additional episodes of post-paced t wave oversensing were observed. No intervention has been performed at this time.

Event description:
During a remote follow-up, episodes of myopotential oversensing and post-paced t wave oversensing were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.